Manufacturer narrative:
Date of event: unknown. There were multiple lot numbers reported to be involved. The information for each lot number is as follows : lot # : 0041675 : device expiration date : 02/28/2025; device manufacture date : 02/10/2020. Lot # : 1081661: device expiration date : 03/31/2026, device manufacture date : 03/22/2021. Lot # : 0017422: device expiration date : 01/31/2025, device manufacture date : 01/17/2020. Lot # : 0209167: device expiration date : 08/31/2025, device manufacture date : 07/27/2020. Lot # : 1200845: device expiration date : 07/31/2026, device manufacture date : 07/19/2021. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 22 bd insulin syringes with bd ultra-fine¿ needles had damaged product issues. The following information was provided by the initial reporter : the consumer stated that the body of the syringe is curved prior to use and when the needle shield is removed the hub is not centered and needle is crooked. Date of event : unknown. Samples : available - syringes have not been used and has over 200 syringes to return.

Event description:
It was reported that 22 bd insulin syringes with bd ultra-fine¿ needles had damaged product issues. The following information was provided by the initial reporter : the consumer stated that the body of the syringe is curved prior to use and when the needle shield is removed the hub is not centered and needle is crooked. Date of event : unknown samples : available - syringes have not been used and has over 200 syringes to return.

Manufacturer narrative:
The following fields were updated due to additional information: d.9. Device available for evalution ?: yes d.9. Returned to manufacturer on: 07-mar-2022 h.6. Investigation: customer returned a total of (49) 1ml, 31 gauge, 8mm, syringes alongside 5 polybags. The polybags show that 2 are from lot 0209167, 1 is from lot 1081661, and 2 from lot 1200845. No polybags from reported lots 0041675 or 0017422 were returned. All polybags were returned opened. Approximately 28 or the 49 samples returned featured some degree of bending/bowing to the barrel of the syringe. This appears to have translated to the needle hub and its channel as well, allowing the hub and needle to be skewed at an angle in these instances. A review of the device history record was completed for batch# 0017422. All inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. A review of the device history record was completed for batch# 0209167. All inspections were performed per the applicable operations qc specifications. There were two (2) notifications noted that did not pertain to the complaint. A review of the device history record was completed for batch# 1200845. All inspections were performed per the applicable operations qc specifications. There were three (3) notifications noted that did not pertain to the complaint. There was one (1) notification noted for barrel bowed. A review of the device history record was completed for batch# 0041675. All inspections were performed per the applicable operations qc specifications. There was one (1) notification noted that pertained to the complaint. A review of the device history record was completed for batch# 1081661. All inspections were performed per the applicable operations qc specifications. There were four (4) notifications noted that did not pertain to the complaint. Based on the samples received, bd was able to confirm the customer¿s indicated failure of the barrels being bowed. Probable root cause: ¿ dmhs on the magnet set was too high. ¿ pulling cannula too far to one side. ¿ carrier wasn't lined up correctly. ¿ 0.30 seconds out of alignment.